Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose was 180 mg/dl. Troubleshooting was performed, the customer was asked to clean the battery cap and the contacts and to insert a new battery, but the display did not return. The customer also stated that their son had an insulin pump that was damaged. They stated that the device turned off and counted down without he customer pressing any buttons. The discontinuation of the insulin pump was advised. Nothing further was reported.